Manufacturer narrative:
Correction: - date of explant - please remove the explant date as the lead was capped, not explanted.

Event description:
The lead was capped on (B)(6)2018, not explanted.

Event description:
New information received notes that the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, low out of range pacing lead impedance, low r-waves and loss of capture on right ventricular lead was observed. On real time electrogram, variation in sensing and impedance was noted. It was discussed that the lead may have dislodged or have insulation abrasion. Chest x-ray was ordered. Patient was stable throughout the event. No further information is available.

Event description:
New information received indicated that during an unrelated procedure on 27 jan 2023, the physician tried to extract the capped right ventricular (rv) lead and only half the rv lead was extracted. The rv lead broke off in the superior vena cava (svc), where it remains now. There were no adverse health consequences, the patient was stable.